Event description:
The customer contacted the customer care solution center and alleged a problem with the screen protector being broken with the complaint device and requested support. The complaint device was not in clinical use at the time that the issue was discovered.